Manufacturer narrative:
During inspection and testing, in addition to the foreign material found in the nozzle and suction cylinder, service found the distal end cover was dented and scratched, the glue on the objective lens and light guide lens was peeling, the cover of the bending section was discolored, the glue on the bending section cover was cracked, the insertion tube was buckled, switch #1 was damaged, the angulation was reduced due to stretched angle wires, and the mouthpiece was misaligned on the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported no air flow or suction when preparing the scope for a procedure and noted the control wheel seemed to be loose. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, there was no air/water flow due to foreign material in the nozzle, and the suction cylinder was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-jan-2022. Correction: h8 - should have been marked as reuse on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to improper handling by the user and improper reprocessing after the case, and some foreign matter was clogged in the air supply / water supply line and suction line. The event can be detected/prevented by following the instructions for use which state: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure by water aspiration, flushing the air/water channel with water and air, and brushing the channels." Olympus will continue to monitor field performance for this device.